Manufacturer narrative:
The customer reported that the pt's abp (arterial blood pressure) became disconnected at 3:41 am and the customer stated that the monitor did not alarm. The pt was given 1 unit of blood. A delayed response to the pt can be considered to have occurred as caregivers were not immediately aware of the incident and did not immediately respond to condition of the pt. This complaint is deemed reportable due to the fact that the pt needed emergent care (blood) and the user is alleging that the monitor contributed to the serious injury. Data logs and strips were provided which were analyzed by a philips clinical specialist who stated that there was a normal abp waveform and numeric through 3:41 am and at 3:42, the waveform resolved into a flatline with a dash line on the trend review which indicates that there was an inop, and the no abp was being measured at the time of the event. There are several different possible inops, each of which had audible alerts and banner text at the bedside monitor. The time period of no measurement was between 3:42 until 4:01 am. Abp readings resume at 4:01 am. The strips provided are consisted with a clearly communicated inop and no abp waveform being shown on the display. Under inop conditions, no alarming is possible. The strips would have shown a deflection if a stopcock was used to shut off the measurement, so the available info does not support that abp was turned off using the stopcock. Per our labeling, user reference guide: alarms - 'do not rely exclusively on the audible alarm system for patient monitoring. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment'. Abp measurement functionality and inops are adequately described in the instructions for use (IFU). No further investigation or action is warranted.

Event description:
The customer reported that a pt's arterial blood pressure (abp) became disconnected and that the monitor did not alarm.